Manufacturer narrative:
Qn#(B)(4). Although a lot number was not reported, a potential lot number was found through the sales history. The potential lot number is 73e2100742. Per DHR the product hemolok ml clips 6/cart 84/box lot# 73e2100742 was manufactured on 05/25/2021 a total of (B)(4) pieces. Lot was released on 06/03/2021. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. The cartridge had one broken clip remaining. The clip was broken in half at the hinge. The clip appeared used as there was biological material present on the clip. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The returned clip was broken in half at the hinge during loading. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. The cartridge was returned with one broken clip in the cartridge that was broken in half at the hinge during loading. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
Several clips got broken at loading during a surgery. Also, the user was unable to load some clips to the applier properly. Therefore, a new cartridge was opened, but the same issues occurred. The user had to open several cartridges to complete the procedure.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Several clips got broken at loading during a surgery. Also, the user was unable to load some clips to the applier properly. Therefore, a new cartridge was opened, but the same issues occurred. The user had to open several cartridges to complete the procedure.